Manufacturer narrative:
The product was discarded by the customer and will not be returned to medtronic for analysis. Medtronic cannot confirm or deny the complaint if the left ventricle vent device had any abnormalities that may have contributed to difficulties during the procedure as no product has been returned. A root cause of this occurrence cannot be determined without returned product. The device history record was not reviewed as a lot number was not provided. A review of complaints received from (B)(6) 2014 through (B)(6) 2015 for this part number showed no trends warranting escalation related to this occurrence. Medtronic has made its supplier aware of this occurrence and will continue to monitor for future occurrences and trends. If additional information is received, the investigation and analysis will be updated accordingly and a supplemental report will be submitted at that time.(B)(4).

Event description:
Medtronic received information indicating that during a procedure this left heart vent catheter punctured a hole in the wall of the patient's left ventricle. The physician sutured the hole. There were no additional adverse patient effects. The product was discarded by the customer and will not be returned to medtronic for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.